Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. The source of the infection is unknown. No further patient complications have been reported as a result of this event.